Event description:
Pt wore 3 pods within 24 hours. Her bg levels reached "high" (>500 mg/dl). She was vomiting and went to the ER. Pt's bg levels were stable in the early morning hours on (B)(6) 2012. By 10:03 am, her bg was 346 mg/dl; she bolused 3.95 units and ate a snack (carbs unk). At noon her bg was 207 mg/dl; bolused 3.4 units and ate lunch (carbs unk) at 4:57 pm, her bg was 488 mg/dl so she bolused 4 units. Her bg then read "high" from 7:54 to 9:20 pm; she changed her pod. At 11:34 pm, her bg had lowered to 282 mg/dl. The next morning her bgs began to rise into the high-300's (mg/dl) so she changed the pod and went to the ER around 7:15 am on (B)(6) 2012. Pt's mom stated that blood work confirmed daughter did not have dka, but was "vomiting and complaining of stomach pains." One of the pods worn was returned for eval; the other pod was discarded and one pod was lost.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as designed. No malfunction or defect was found to have occurred that would have caused or contributed to the pt's condition. The piezo was found capable of delivering an audible alarm. Downloaded pod data found no alarms, sensor errors, occlusions and no pulse width timeouts. The device's mechanical design was functioning properly. Fluid was observed exiting the cannula indicating no internal occlusion or kink occurred. The needle mechanism deployed as intended. No internal leaks were found. After a thorough eval, the pod was found capable of delivering insulin. The omnipod's user guide warns, "... If you experience unexpected elevated blood glucose levels, change your pod." The user guide advises that users check their bg levels "at least 4 to 6 times a day" to avoid hyperglycemia. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a healthcare professional. If ketones are not present, take a correction bolus as prescribed by an hcp. Check bg levels again after 2 hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. Product lot qualification records were reviewed and determined to have met all acceptance criteria.